Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) and consumer regarding a patient who was receiving morphine 5mg/ml at 0.6106 mg/day via an implantable pump for spinal pain. It was reported the patient passed away in the early hours of the morning on (B)(6) 2015. The patient was discharged from (B)(6) at approximately 4:00 pm. The hospital would not admit him and sent him home with no prescription to relieve his pain. The nurse explained that they were not allowed to write a prescription as they had a contract with the (B)(6) institute. The patient had a pain pump, which was infected, and had been emptied (95%) by the hcp's physician assistant (pa) on (B)(6) 2015, contrary to another physician's instructions. The patient shot himself on the morning of the (B)(6) as he was in extreme pain from the infection, withdrawal from the pain medications, and his medical condition. Information was later received that dr. (B)(6) was caring for the patient at the time of his death. The patient had a pocket/incision infection, and the pump was scheduled to be removed by dr. (B)(6) on (B)(6) 2015. The patient passed away at his sister's home, from a self-inflicted gunshot wound. No autopsy was performed, as the cause of death was pretty clear and was more related to the patient's mental status. The patient was being weaned off of the pump in preparation for its removal. No further information was provided regarding the event. Should additional information be received, a fol low-up report will be submitted.